Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions and component codes), h11. Corrected fields: d10, g2. The arterial waveform artifact was assessed, and due to inability to flush or aspirate the inner lumen, the lumen was capped and labeled do not use to mitigate thrombus risk. The clinician was advised to notify the physician regarding the waveform artifact and clotted inner lumen. Guidance was provided on connecting an alternate arterial pressure source to the cardiosave system for continued monitoring. No further troubleshooting was required at that time.

Event description:
It was reported by customer that during use the sensation plus 40cc intra-aortic balloon (iab) was unable to monitor arterial waveform & unable to flush/aspirate (clotted lumen). No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.